Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 8 in the mouth, primary stability was not obtained in type iii bone due to poor bone quality. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 8 in the mouth, primary stability was not obtained in type iii bone due to poor bone quality. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).